Event description:
It was reported that during sleeve gastrectomy the doctor attempted to fire with first reload. Device locked out before firing. Used red safety button to get off tissue then used another alternative product to complete procedure. No damage to tissue. One device will be returning. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Incorrect cartridge size and damaged articulation bar. Additional information was requested and the following was obtained: during which stroke did the event occur? When attempting first stroke. Did the device start to deploy staples and cut? No it locked out straight way on attempt of firing. If staples were deployed, were they formed? No staples were deployed. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? No. What is the current status of the patient? Recovered and no adverse effects from procedural event known. The analysis found that one ec60a device was returned in good visual condition and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading. Instructions please refer to the echelon flex 60 powered IFU. After further analysis the articulation mechanism was noted to be damaged. The device was tested for functionality in the articulated position with a 60 mm reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload was loaded on the device without any difficulties noted. The device articulation mechanism was inspected and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.